Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found for acutwist® acutrak® comp. Screw extractor (part number ai-ex20, lot number 546878). The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, "when the screw extractor was used to extract acutwist screw, it didn't fit the screw well and the tip of the screw extractor broke. Moreover, it pierced through. The surgeon made another skin incision and remove the acutwist. The broken pieces of the screw extractor were removed from the patient's body." The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00633 and 3025141-2023-00634 for the screws involved in this event.

Manufacturer narrative:
The part number ai-ex20 acutwist® acutrak® comp. Screw extractor was received for evaluation. The returned part was examined with magnified photography. Observed phenomena included: there was brown discoloration corrosion near laser markings on the device; this discoloration was present on every laser mark to varying degrees, but usually occupied the majority of marked surfaces. This device normally has a serrated tip at the end opposite the quick connect feature; per the print, this region has approximately eight teeth. However, the returned device instead terminated with a significantly sharp and jagged breakage/fracture at the effector end. None of the as-machined serrated teeth appeared to be present. There did not appear to be any evidence of ductility nor necking (i.e. Failure likely did not happen via fatigue). Significant damage to the effector end of this instrument has occurred; it is unclear what exact scenario may have led to this damage. The breakage pattern is complex but, overall, does not appear to be oblique. This would suggest that, potentially, the failure occurred in a brittle manner without off-axis loading/contact contributing to the failure. Based on the information received and due to unknown surgical conditions, the root cause could not be determined..